Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed the reported power failure to occur only when the device is in use with their modem. Without the modem in use with the device, proper device operation is observed through functional and performance testing. Physio-control recommended replacement of the modem assembly and the device was returned to the customer for use.

Event description:
The customer reported that their device was losing power when in use with the modem connected to the device. There was no patient use associated with the reported failure.